Event description:
It was reported that during an implant, the data from the analyzer disappeared from the display. The programmer and analyzer were replaced to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the electrocardiogram (ECG) wires on the cable sent in were plugged in incorrectly, which caused a noisy waveform but the display never disappeared. Product ID: 2090 programmer, product ID: 2067 programmer rf (radio-frequency) head. (B)(4).